Event description:
Article entitled "isolated liner exchange in total hip arthroplasty at a mean of 13 years of follow-up: does fixation technique matter?" Written wai kiu thomas liu, mbbs, amy cheung, mbbs, henry fu, mbbs, mmedsc, man hong cheung, mbbs, mrcsed, ping keung chan, mbbs, mrcsed, and kwong yuen chiu, mbbs published by the journal of arthoplasty on december 6, 2022 was reviewed. This study aimed to determine results in the first and second decade after isolated liner exchange and to ascertain whether the mechanism (original locking mechanism or cemented) with which the liner (conventional or highly crosslinked polyethylene) is secured to the acetabular shell has any bearing on outcomes after surgery. The study involved 118 liner exchanges (101 patients). Acetabular cup system (acs) included 27 patients, duraloc included 24 patients, and anatomic medullary locking system included 24 patients. The remaining patients were implants with competitor products at revision. There was no mention of the femoral stem or femoral head implanted. First revision adverse events: of the 118 revisions, 83 were revised for osteolysis and 35 were revised for polyethylene wear with impending wear through. There is no indication which implants/manufacturers were involved with either reason for revision. Re-revision adverse events: the indications for revision surgery after liner exchange were insert wear (11), implant loosening (11, but 10 involved the acetabular cup), dislocation (6), liner fracture related to dislocation (1), and infection with two stage revision (1). There were 2 periprosthetic fractures that did not necessitate revision surgery, which were both associated with massive osteolysis. 6 additional dislocations that didn¿t involve revision surgery. 1 additional liner with major wear that didn¿t involve revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary - no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.   Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.